Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma nos since (B)(6) 2015, adenomyosis since (B)(6) 2015, menstrual cramps since (B)(6) 2011 and adenomyosis. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy and irregular bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adnexa uteri pain ("near both sides of my ovaries"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, genital haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: patient had a hysteroscopy essure placement 28jan2011. On (B)(6) 2011- hysterosalpingogram impression: closed fallopian tubes bilaterally , and no free spillage into the pelvis. On (B)(6) 2015, us pelvis complete impression: there are findings of diffuse uterine adenomyosis. There is a stable fundal fibroid. Bilateral essure device are seen in the fallopian tube orifices. Normal ovaries. On (B)(6) 2015, chief complaints : patient has a history of fibroids history of present illness : she is been having a problem with chronic pelvic pain she had an ultrasound which showed diffuse adenomyosis and several small fibroids. She had essure is inserted in 2011 developed pelvic pain shortly after that then is improved and recently has returned. She is not sure of the pain is from the essure or from her adenomyosis. Surgical history : history of hysteroscopy with bilateral fallopian tube cannulation and tubal ligation assessment : female pelvic pain, leiomyoma and adenomyosis concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma nos since (B)(6) 2015, adenomyosis since (B)(6) 2015, menstrual cramps since (B)(6) 2011 and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy and irregular bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adnexa uteri pain ("near both sides of my ovaries"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, weight increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, genital haemorrhage, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: patient had a hysteroscopy essure placement (B)(6) 2011. On (B)(6) 2011- hysterosalpingogram impression: closed fallopian tubes bilaterally , and no free spillage into the pelvis. On (B)(6) 2015, us pelvis complete impression: there are findings of diffuse uterine adenomyosis. There is a stable fundal fibroid. Bilateral essure device are seen in the fallopian tube orifices. Normal ovaries. On (B)(6) 2015, chief complaints : patient has a history of fibroids history of present illness : she is been having a problem with chronic pelvic pain she had an ultrasound which showed diffuse adenomyosis and several small fibroids. She had essure is inserted in 2011 developed pelvic pain shortly after that then is improved and recently has returned. She is not sure of the pain is from the essure or from her adenomyosis. Surgical history : history of hysteroscopy with bilateral fallopian tube cannulation and tubal ligation assessment : female pelvic pain, leiomyoma and adenomyosis concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unconfirmed quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received- case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.